Event description:
It was reported that during a coronary stent procedure, stent damage was noticed. As the liberte' monorail stent delivery system was being advanced out of the guide catheter, it was noted that the stent struts were flared. The liberte' monorail stent delivery system was removed without incident. No patient injuries or complications were reported. Patient status is listed as "okay."